Manufacturer narrative:
Event date: exact date unknown, event occurred over the last six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an increase in charge burden. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.